Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation, there was thermal damage on the u15, u16, u17, and u18 components of the defibrillator board and r684, r689, u1, r45q701, j1002bb, and j1003bb components of the computer/analog board causing fault. Additionally the u409 component on the computer/analog board was shorted. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.